Event description:
Legal claim received. Patient alleges she suffers from inflammation, pain, and elevated chromium and cobalt levels. Update rec'd 04/30/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from being unable to engage in normal daily activity or work. There is no new additional information that would affect the investigation update 07/02/2015 - pfs and medical records received. After review of the medical records for MDR reportability, a correct dor was provided. The revision operative note indicated pain, discomfort, metallosis, elevated metal ions (no labs), loose cup, and squeaking/popping. The cup is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).